Event description:
It was reported that a spectrum iq infusion pump was not infusing heparin to a patient "no alarms occurred to notify staff. ". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. A simulated therapy was performed and passed. Also the device was tested for both upsteam and downstream occlusion detection with passing results. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.